Event description:
On (B)(6) 2025 the user reported that the ilet device did not provide an audible alarm during a hypoglycemia event with a bg of 47 mg/dl. The user treated the low bg with gatorade and restarted the ilet, but alerts continued not to sound during subsequent lows. A replacement ilet (sn (B)(6)) was shipped on (B)(6) 2025. No ems, hospitalization, or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.